Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was has not been returned for evaluation.

Event description:
It was reported that during an embolization treatment, the coil unexpectedly detached in the microcatheter. Both segments of the coil were removed together with the microcatheter from the patient. There was no reported intervention or patient injury. The patient was reported to be fine.

Manufacturer narrative:
The pusher and the implant coil were returned; however, the implant coil was not attached to the pusher. The device appeared to be kinked at several locations along the hypotube, and in the pet transition. The implant coil appeared damaged, deformed, and out of shape. The heater coil section did not appear burnt and was noted to be in good condition. The pusher was dissected to expose the attachment tether and determine the kind of detachment. The attachment tether was noted to have a small tail. Based on the investigation, the implant coil was found detached but not separated into multiple pieces. The root cause is unknown; however, the damage to the device exhibited evidence that it was subjected to excessive tensile force that exceeded the maximum strength specification.